Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial/batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and not returned.